Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k061118.

Event description:
Had given a patient an antibiotic and followed it with a flush. When flush was done, the pump stopped and read biomed failure. IV pump was taken down and replaced with another pump. Medication went in over the appropriate amount of time so did not need to intervene except to remove pump and fill out incident report.did reprogram pump afterward to see if it would repeat the same warning but it did not.====================== manufacturer response for infusion pump, syringe, infusion pump, syringe======================awaiting response

Manufacturer narrative:
Follow up # 1/supplemental report text 11/17/2010. The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2010 the lay user/patient in canada contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010 at 6:00 am the patient obtained the blood glucose reading of 20.4 mmol/l on the reported meter, which she claimed was inaccurately high compared to her expected values. Prior to this reading, the patient had been experiencing the symptom of frequent urination during the night. The patient contacted her physician for advice, and was advised to take three additional units apidra insulin. At 8:00 am the patient obtained the blood glucose reading of 2.1 mmol/l. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly became hypoglycemic with a blood glucose value of 2.1 mmol/l after taking an additional insulin dose based on an elevated meter reading. Therefore this complaint is being reported.